Event description:
During transseptal puncture, the brk needle punctured the dilator and sheath. The dilator and brk were inserted through the sheath and the stylet was removed to advance the needle around the curve of the sheath. Resistance was felt following no resistance. Fluoroscopy was examined and confirmed the needle had punctured the dilator and sheath near the proximal end of the introducer while in the right atrium. The needle did not make any contact with the heart. The introducer and needle were removed and replaced to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One swartz braided transseptal guiding introducer was returned for analysis. The reported perforated introducer was confirmed. The dilator had been perforated proximal to the distal tip. The returned needle/stylet assembly was inserted and advanced through the dilator/sheath assembly with no resistance noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.